Manufacturer narrative:
Data shown in section f was filled in by the u.s. Agent of the foreign MFR. Eval summary: 8106.132 monopolar connecting cable. The inspection of damage showed that the wires were completely broken and shorted out at the generator end of the cable. It appears that the internal wires were broken and when power was applied, causing shorting and burning from inside. It is our opinion that the user repeatedly pulled on the flexible cord when disconnecting the device, instead of pulling on the plastic connector. Cause of event: user care and maintenance.

Event description:
A monopolar electro-surgical cable was in for use during a laparoscopic appendectomy. When power was applied, the cable sparked and broke. The cable was changed and the case was completed. No pt injuries were reported.